Event description:
Caller reported that pump battery was depleting too fast, which did not lead to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. It was noted that the battery depletion coincided with ongoing alerts over the past 12 hours, and it was advised that the alert issue would be resolved first. If the battery issue persisted afterward, the customer was advised to contact technical support.